Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer over the phone to evaluate the dxc 700 au clinical chemistry analyzer. The customer performed photocal as troubleshooting and observed it also failed. Upon further troubleshooting it was determined that the photometer lamp was defective. The customer replaced the photometer lamp which resolved the issue. No further issue was noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false patient results with asterisk (*), g, and/or "y" flags for multiple chemistries which included crea (creatinine), bun (blood urea nitrogen), uibc (unsaturated iron binding capacity) and tbil (total bilirubin). The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. Per current revision of dxc700 au chemistry analyzer user¿s guide, pn b71495, chapter 7-flags, flag ¿g¿ is for result is lower than the dynamic range, flag ¿y¿ is for od at the first photometric point for reagent blank or patient sample is high flag ¿*¿ is for linearity error in rate method.